Event description:
In this event, it was reported that after placement, an ankylos c/x implant seems to have affected the ID nerve, resulting in paraesthesia. As a result, the implant was explanted on the same day, thus instantly reducing the pressure. The paraesthesia has decreased but is still detectable.

Manufacturer narrative:
Since there is a fast improvement of the symptoms it can be assumed that the pt will fully recover. Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. Although it is indicated that the pt is suffering from fibromyalgia it can be excluded that this disease had any impact on this event; rather the length of the chosen implant was the trigger, not the condition of the pt. The implant was returned and evaluated and found to be within specification. While the device did not malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803.